Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 245 mg/dl. Nothing further reported.

Manufacturer narrative:
All buttons functioning properly. However, the insulin pump had a corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.